Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patients ipg was unable to establish communication with external devices. It is unknown when the patient last received stimulation. In turn the ipg was explanted and replaced (B)(6) 2018 which resolved the issue. Effective stimulation was achieved post operatively.